Event description:
The manufacturer received information alleging a ventilator's low inspiratory pressure alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Service required alarm conditions were observed in the device's downloaded event log. The device's sensor board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's low inspiratory pressure alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Service required alarm conditions were observed in the device's downloaded event log. The device's sensor board was replaced to address the issues. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.